Manufacturer narrative:
The biomedical engineer reported that the ay input unit for the bedside monitor (bsm) system was providing intermittent spo2 and ECG readings with no error messages. Spo2 intermittently would not populate on the display. They stated it does not recognize the cable that is plugged in. They also stated for the ECG issue, they had similar ECG problem at another hospital which was resolved by replacing the ECG connector. Although it not clear, if this was the resolution for this particular ECG issue mentioned in this complaint. The bsm itself was not returned, but the ay-653p input unit sn 01590 which is part of the bsm system was returned. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the bsm. Input unit model: ay-653p, sn: (B)(4), device manufacturer date: 06/18/2010, unique identifier (UDI) #: (B)(4), returned to nihon kohden: 09/02/2020. The drop downs for the following fields were not functioning during this MDR submission, so the information has been noted below: adverse event problem health effect - impact code is 2199.

Event description:
The biomedical engineer reported that the ay input unit for the bedside monitor (bsm) system was providing intermittent spo2 and ECG readings with no error messages. Spo2 intermittently would not populate on the display. They stated it does not recognize the cable that is plugged in. They also stated for the ECG issue, they had similar ECG problem at another hospital which was resolved by replacing the ECG connector. Although it not clear, if this was the resolution for this particular ECG issue mentioned in this complaint. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the ay input unit attached to the bedside monitor (bsm) was providing only intermittent spo2 and ECG readings and displayed no error messages. Spo2 readings would only intermittently populate on the display. The bme stated it did not recognize the attached spo2 cable. The bsm itself was not returned, but the ay-653p input unit (sn: (B)(6)), which is part of the bsm system, was returned. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ay input unit attached to the bedside monitor (bsm) was providing only intermittent spo2 and ECG readings and displayed no error messages. Spo2 readings would only intermittently populate on the display. The bme stated it did not recognize the attached spo2 cable. The bsm itself was not returned, but the ay-653p input unit (sn: (B)(6)), which is part of the bsm system, was returned. No patient harm was reported. Service requested / performed: evaluation / repair: the ay input unit was sent to nka for evaluation, where the reported issues (intermittent spo2 and ECG reading), was duplicated. Additionally, the temperature ports were found to be "damaged." The following components were replaced: ur-3972 mp unit power bd, ay-651p/653p component description: ur-3972 multi parameter power unit board. This board is installed in the input unit (ay-600p series) and is connected to the temp board and the ay mother board. This board has connection to the spo2 module and the spo2 input connector. Investigation summary: although the nature in which the ports were damaged is unknown, the root cause of the spo2 and ECG issues is attributable to device damage observed at the temp ports. The service history for this input unit (serial number (B)(6)) shows this is an isolated incident. CAPA is not required at this time. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm and is the device that experienced the failure: ay input unit: model #: ay-653p serial #: (B)(6) device manufacturer data: 06/18/2010 unique identifier (UDI) #: (B)(4) returned to nihon kohden: 09/02/2020 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative